Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. The insertion procedure took 25 min and was painful (pain lasted 7 min). Complications during insertion were reported. Consumer stated that device placement on the left side was fast and that the doctor dropped the coil and blew on it prior to insertion. She was afraid of getting an infection. One week later she went back to the office due to persistent pain. After three months, an ultrasound scan was made: the coils had been properly inserted. She had increase or heavy blood loss during menstruation, gastro-intestinal complaints, kidney disorder, urinary tract disorder, pain during ovulation, pain during menstruation, pain in leg, abdomen, groin and breasts (at the right under the breast), arthralgia, pain radiating to leg, stabbing pain, increase/decrease of weight, tiredness, swollen abdomen, excessive sweating. The influence of essure in her daily life included social activities and happiness. Doctor and acupuncturist were consulted. She underwent an ultrasound scan and lung x-ray; results were negative for suspected rheumatism and suspected bladder inflammation. Treatments preformed included: physiotherapy; takes probiotics and vitamins. The consumer has the idea that her hormones are upset. She was planning essure removal. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She was planning essure removal. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 745 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She was planning essure removal. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.